Manufacturer narrative:
Additional information has been requested. Subject device is an instrument and is not implanted or explanted. The investigation could not be completed, no conclusion could be drawn, as no product was returned and no lot number was provided. A device history records review has been requested.

Event description:
During a periarticular proximal humerus plating the surgeon was drilling with the 5.5 mm drill bit and the tip broke. The tip of the drill bit broke in the cortex of the medullary canal. Surgeon did not remove the piece it remains in the patient's bone.